Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported to integra that on (B)(6) 2019, a 600318 l-shape hook electrode 5mm32cm used for laparoscopy (lap) procedures, the insulation was coming off after first use. There was no patient injury or death alleged. It is unknown if there was patient contact or surgical delay. Request for additional information has been sent.

Manufacturer narrative:
Device identifier: (B)(4). The device was not returned for evaluation. A failure analysis and determination of root cause is not possible due to the lack of information received to perform a complete investigation. Product has not been returned. The reported complaint is unconfirmed.